Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to six infusion set cannula bent leading to hyperglycemia. The blood glucose level was 21.7 mmol/l at the time of event and the patient got treated with manual injections. The length of ER stay is for (B)(6) 2025. The patient also had ketones. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2025-14860- device 1 of 6. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint. 2128438 has been evaluated. The batch 6006883 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (flow test) 1 according to wi version 1 on reference samples, reference samples passed the flow test. Device history record (DHR) review: the 6006883 was manufactured according to the wi version 113 manufactured in the line l 192 , on 30/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 07/feb/2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6006883 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA)1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays).